Event description:
Red alert from ICD remote monitor. Fault code 1003 "voltage too low for projected remaining capacity" boston scientific tech support contacted, recommends generator change within 90 days. Patient had ICD generator replaced fall 2021.